Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing the cadd-solis pump had ripped and bubbled downstream occlusion seal (dso). These damages would affect the functionality and put the pump at risk to fluid ingression. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D4 - updated. D7a - updated. H3, h4 and h6 ¿ updated. One suspected device was received for evaluation. The event history log (ehl) was reviewed. No errors found in event log. Service history review identified one other service was performed related to alarming (could not replicate). Upon visual inspection, downstream occlusion (dso) seal was noted to be ripped. Replaced dso seal and preformed downstream occlusion test. Performed dso/uso sensor calibration, performed pvt, unit passed all testing criteria. The customer complaint was confirmed. The root cause of the reported issue was delaminated downstream occlusion (dso) seal.